Event description:
On (B) (6) 2009, the patient reported that, while she was changing the insulin cartridge of her infusion device, the plunger remained attached to the piston rod. She said this resulted in 1-2 units of insulin spilling into the chamber. She used a cotton swab to dry out the insulin. The patient was able to successfully detach the plunger from the piston rod. Proper removal of the cartridge from the infusion device was reviewed with the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.